Manufacturer narrative:
Describe event or problem: the patient reported the wrist/forearm splint caused an allergic reaction. Deroyal: product information was pulled to confirm that the material that touches the patient is a latex free, non-toxic, non-allergenic foam. The root cause of this occurrence could not be determined.

Event description:
The patient reported the wrist/forearm splint caused an allergic reaction.